Event description:
Patient presented back to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the or, placed the ipg in a tyrx absorbable pouch, and closed. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with redness, tenderness, swelling, and drainage at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with drainage and signs of cellulitis at the chest incision site. Physician prescribed another round of antibiotics. Patient presented back to the physician with continued drainage and wound dehiscence at the chest incision. Physician prescribed steroids and another round of antibiotics which showed improvements.